Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the system is in, the lateral position and the high voltage cables are stressed, that the monitor screen is intermittently blacking out and the technique goes to max. No pt injury was reported.